Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a high glucose reading issue with the abbott diabetes care (adc) device was reported. The customer reportedly received multiple inaccurate readings. According to the customer, the application alerted them that their glucose was rapidly dropping from 281 mg/dl to 151 mg/dl. The customer didn't have their finger-stick meter available, therefore, the customer treated this as a blood sugar drop. When the customer returned home shortly afterward and checked with another adc meter, the actual glucose measured 460 mg/dl, which is extremely high. At that same moment, the libre app still showed only 171 mg/dl. It was noted that the libre system was connected to the customers omnipod insulin delivery system. Adc customer service was able to successfully contact the customer who verified having a high reading of 300 mg/dl compared to a fingerstick of 80 mg/dl. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.